Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s906usqs8fyg7. Hardware: sm-s906u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Inspection of the cannula assembly did not find it bent or kinked. The exposed portion of the soft cannula was observed to be torn on the left side where it was observed to leak. The observed cannula tear was measured to start 0.6820 inches from the nail head and end 0.7745 inches from the nail head. The timing and cause of the observed cannula tear could not be determined. It could not be determined if the observed cannula tear contributed to the reported event.